Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the faulty integrated electrosurgical unit (iesu) erbe generator to resolve the issue. The system was tested and verified as ready for use. Isi received the product involved with this complaint and completed the device evaluation. The reported event was confirmed confirming a faulty component within the iesu.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the site contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) to report integrated electrosurgical unit (iesu) erbe generator error code m-11. The tse suggested the caller to change to a third-party generator. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system and the system initially powered on without errors. Customer used the third-party generator to complete the procedure with no reported injury.